Event description:
It was reported that on (B)(6) 2023, the proximal portion of the tfna nail was broken. The implants had been implanted about three months ago. The tfna implants were extracted, and the ria 2 was used to gather cultures. The tfna was replaced with a 10x420 right tfn. No further information is available. This report involves one 12mm/130 deg ti cann tfna 420mm/right-sterile. This is report 1 of 1 for

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient identifier: (B)(6) . Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: monument. Manufacturing date: 12-mar-2022. Expiration date: 31-jan-2032. Part number: 04.037.262s, 12mm/130 deg ti cann tfna 420mm/right ¿ sterile. Lot number: 687p218. (Sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 651p229 one piece was scrapped, final inspection, after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna lot number: 634p210 one piece was scrapped, final inspection, for an unacceptable surface finish ¿ dings/scratches. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, final inspection, met all inspection acceptance criteria apart from the one piece noted. Part number: 21127, timoagri16.00 bp80 lot number: 476p933 inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 12/130 deg ti cann tfna 420/right-sile was cracked across the proximal portion around the hole of the device. The cracked portion was still attached so it is not considered breakage. No other defect was found. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 12/130 deg ti cann tfna 420/right-sile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).